Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg cause and values were not provided. Multiple corrections were delivered to address bg. Additional information was not provided by the contact.